Event description:
It was reported during an implant procedure, prior to being implanted, the implantable neurostimulator (ins) was unable to communicate with external devices and was not implanted. Another ins was opened and was able to communicate and was implanted.